Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a ted compression stocking. The customer states post-op, the pt has experienced ulcers on both feet as a consequence of pressure from the ted stockings.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be voided.